Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Both seat frames were returned for evaluation, and subsequent testing verified the complaint. Both frames were broken at the rear. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Both seat frames cracked in the rear.